Event description:
It was reported that this pacemaker exhibited undersensing of signals on both the ventricular and atrial channels following each atrial pacing event during mode switch. Additionally, elevated capture thresholds were identified in both the right atrial (ra) and right ventricular (rv) leads. An x-ray revealed a crimp near the clavicle on both leads, which was suspected to be the result of subclavian crush. Subsequently, the patient was admitted to the hospital pending a decision regarding the leads. Technical services (ts) reviewed the event and provided sensitivity reprogramming recommendations to address the undersensing. The ra and rv lead are non-boston scientific devices. No additional adverse patient effects were reported. This pacemaker remains in service.